Event description:
Event description guidant received information that this atrial lead had intermitent high impedances greater than 2500 ohms. There was no capture at the last follow-up. The pacemaker is on an advisory.